Manufacturer narrative:
The running gear was defective and exchanged. Investigation is still ongoing and results will be provided by a final report.

Event description:
Customer has reported that the table is giving a power driver error. Additionally, nothings is working on the remote or keypad and reset does not help resolve the situation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
During on-site investigation, no problem with the device could be found. The trusystem 7000 operating table is intended for the following use: ¿ patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia ¿ task-related patient transfer within the operating theatre ¿ for applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. No harm or significant impact to the surgical procedure was reported. Based on this information, no further action is required

Event description:
Customer has reported that the table is giving a power driver error. Additionally, nothings is working on the remote or keypad and reset does not help resolve the situation. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).